Manufacturer narrative:
On 23-nov-2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed the device in good condition. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the (B)(6) product analysis lab received the complaint device for evaluation. Initial visual analysis observed no damage or anomalies were observed on the device, however, the decontamination site reported char attached to the tip of the device. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cerebrovascular accident (cva). It was reported that during the procedure the physician reported that a steam pop had occurred. A small pop occurred after 20 minutes since the catheter was used when left pulmonary vein (lpv) ablation. Then, a big pop occurred after 2 hours and 30 minutes since the catheter was used, when cavotricuspid ishmus (cti) ablation. When the thermocool® smart touch® sf bi-directional navigation catheter (stsf) was retrieved after completion, there was no effect on patient at the time of discharge. After completion of the procedure, the patient was discharged without any changes in vital signs. A thrombosis was confirmed at the tip. The physician commented that there was no increase in impedance and cf was not high, so we did not know the cause. On (B)(6) 2021, the attending physician reported that the patient had cerebral infarction. The system did not present any error messages or did the physician/user see any product problem. A smartablate generator was used during the procedure and the physician described a ¿thrombosis¿ was on the tip. There is no further information about the hospitalization and if any additional intervention was performed. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. The reported char/thrombus on the catheter tip are not considered to be MDR reportable events since char on catheter /thrombus on the tip electrode is a physical phenomenon of rf; it can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. In addition, biosense webster inc. Has reassessed the reportability of char-related events and has determined that these events, which were previously reported as malfunctions, are ¿not reportable.¿ this event was originally considered non-reportable, however, bwi became aware of a reportable serious injury on 8-nov- 2021 and reassessed it as MDR reportable.

Manufacturer narrative:
On (B)(6) 2021, the (B)(6) product analysis lab received the complaint device for evaluation. Initial visual analysis observed no damage or anomalies were observed on the device, however, the decontamination site reported char attached to the tip of the device. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a (B)(6) sf bi-directional navigation catheter and the patient suffered a cerebrovascular accident (cva). It was reported that during the procedure the physician reported that a steam pop had occurred. A small pop occurred after 20 minutes since the catheter was used when left pulmonary vein (lpv) ablation. Then, a big pop occurred after 2 hours and 30 minutes since the catheter was used, when cavotricuspid ishmus (cti) ablation. When the (B)(6) sf bi-directional navigation catheter (stsf) was retrieved after completion, there was no effect on patient at the time of discharge. After completion of the procedure, the patient was discharged without any changes in vital signs. A thrombosis was confirmed at the tip. The physician commented that there was no increase in impedance and cf was not high, so we did not know the cause. On (B)(6) 2021, the attending physician reported that the patient had cerebral infarction. The system did not present any error messages or did the physician/user see any product problem. A (B)(6) generator was used during the procedure and the physician described a ¿thrombosis¿ was on the tip. There is no further information about the hospitalization and if any additional intervention was performed. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. The reported char/thrombus on the catheter tip are not considered to be MDR reportable events since char on catheter /thrombus on the tip electrode is a physical phenomenon of rf; it can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. In addition, biosense webster inc. Has reassessed the reportability of char-related events and has determined that these events, which were previously reported as malfunctions, are ¿not reportable.¿ this event was originally considered non-reportable, however, (B)(6) became aware of a reportable serious injury on (B)(6) 2021 and reassessed it as MDR reportable.

Manufacturer narrative:
On 19-dec-2021, additional information was received indicating the patient was female. It was also reported a smartablate pump was used during the procedure. Device evaluation details: the complaint device was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. A visual inspection, deflection, magnetic sensor functionality, screening, temperature and impedance, cool flow pump, patency, and ECG tests of the returned device were performed in accordance with bwi procedures. The thermocool® smart touch® sf bi-directional navigation catheter device was visually inspected, and it was found in good condition, however, the decontamination site reported that char was attached to the device's tip. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. The root cause of the adverse event and steam pop issues described by the customer remains unknown as no failures on the device were detected that may have contributed to the occurrence of the failure described, however, based on the additional information the char issue is confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The evaluation determined that char is a physical phenomenon of rf. The instructions for use contain the following recommendations: when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event and steam pop issues. Investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: appropriate term/code not available (g07002) were selected as related to the char found on the electrode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).